Event description:
The wire fractured.

Manufacturer narrative:
The report we rec'd from our affiliate indicated that the emerald guidewire broke during retrieval after the pigtail catheter was brought in place. This happened during the first use of the wire. The customer stated the diagnostic procedure was a ventricle angiogram and found the wire broken after retrieval. There was no pt injury reported. As reported, it appeared that the coil around the core component was not attached. Maybe the wire broke at the distal part, so that the core component at the proximal part came out of the coil wire component, when the dr retrieved the wire. No wire part dislodged. The procedure was not delayed due to the reported event, but they needed just the time to change the wire to proceed with the procedure. There was some resistance when withdrawing the wire after putting the pigtail in place. The wire looked normal prior to use. The wire was not shaped manually. The vasculature was not tortuous or calcified. There was no effect on the pt. The pt is in good condition. The prod was returned for eval and testing, however, the engineering eval is not yet completed. Add'l info would be submitted within 30 days from receipt.